Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune rp tib base sz 5 cem knee tibial tray component; attune cr fem rt sz 6 nar cem knee femur component; attune cr rp insrt sz 6 5mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Attune knee revision; dr. (B)(6), (B)(6) 2018. Implants revised due to reported pain. During the case it was noted that the implants were well fixed and no loosening was apparent. Revision completed successfully.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.